Manufacturer narrative:
The event date is approximate. The diamondclean charger is an accessory to the diamondclean power toothbrush system.

Event description:
A consumer reported that their diamondclean charger caught fire. No property damage or injury was reported.

Manufacturer narrative:
The model and serial number were not provided. Analysis results: product was not returned to confirm a malfunction has occurred.